Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04032 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a posterior repair procedure on (B)(6), 2010. Postoperatively, the patient experienced vaginal, groin, leg, back, lower abdominal pain, as well as increased urgency and rectal spasms (date/s of onset unknown), and has undergone physical therapy.all other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Please refer to medwatch (B)(4).